Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/11/2024, it was reported by a sales representative via sems-06591363 that (qty. (B)(4)) of an ar-9676 angled reamer, drive shaft would get stuck/fused in the (qty. 2) of an ar-9597-10 angled reamer sleeve, 10° and (qty. 1) of an ar-9597-20 angled reamer sleeve, 20°. This was discovered during a procedure, with no individual case information provided and no adverse effects on the patient.